Event description:
It was reported that the femoral impactor pad fractured while impacting the final implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp- (B)(4)product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.